Manufacturer narrative:
The reported event was confirmed by CAPA association. The root cause of the failure was too little/lack of lubrication, not enough coating. DHR review and labelling review was not required as this failure was confirmed by association with a CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the lubrication was gone.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lubrication was gone.